Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with original battery cap. Battery cap was missing the metal contact. Installed a test battery cap and continued testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received insulin flow blocked during bolus. The customer¿s blood glucose level was 5.7 mmol/l at the time of the incident. It was reported that they tried all remedies but the no delivery alarm was recurring. The insulin pump will be returned for analysis.